Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
On (B)(6) 2026, during a pulsed field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, the farastar module, rhythmia hdx mapping system, and farawave catheter were selected for use. During ablation, error codes 1803-2 and 1804-2 were displayed after the patient was under general anesthesia. While the catheter was being placed into the flower configuration to compute flower bias, the sheath electrode on the catheter was observed to be uncovered; however, opal indicated that it was covered. Troubleshooting was performed, including catheter and cable replacement, generator power cycling, exiting and re-entering the study, and resetting both the recording system module (rsm) and mapping system module (msm). Despite these troubleshooting efforts, the error persisted, and the physician was unable to clear the message at that time. As a result, the procedure was cancelled. No patient complications occurred on (B)(6) 2026, the msm was replaced and installed. The planned ablation was then completed with farapulse as intended. No patient complications occurred.